Manufacturer narrative:
Unit was programmed and monitored for 1 day with on blank display noted. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and self-test. All operating currents are within specification. Off no power alarm functions properly. Unit had a scratched display window and cracked reservoir tube. No damage noted on isolation tape on lcd/b. No moisture damage noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received a blank display screen after changing battery due to a low battery alert. Batteries were changed four times and display screen remained blank. Customer's blood glucose was 493 mg/dl, which was treated with manual injection and blood glucose lowered to 109 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.